Event description:
Customer alleged blood glucose results of 300 mg/dl to 900 mg/dl were reported by the aviva system. Results about 600 mg/dl are outside the numeric reporting range of the device. The customer reported having no symptoms and did not treat or act on the result. No serious adverse event was reported in connection with the alleged malfunction. The suspect device is unavailable for return; replacement product was sent.